Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge septum cracked as the syringe needle was inserted. Blood glucose level was 140 mg/dl. A new cartridge was loaded resolving the issue.